Manufacturer narrative:
The hill-rom technician found the left head siderail would not latch. The facilities maintenance replaced the left head siderail to repair the bed.

Event description:
The nurse heard a noise from the patient room and found the patient sitting on the floor on the left side of the bed. The nurse indicated the left head siderail was in the down position when she entered the room. The patient stated that he was leaning on the left head siderail to get out of bed and the siderail moved from the up to the down position. The patient received three abrasions on his right knee and a cut on his thigh. The nurse stated the siderail would not latch after the event.